Event description:
Customer reported that a malfunction occurred after jumping into a pool, with malfunction code 25 displayed. There was no adverse impact to the customer¿s blood glucose level. Customer was informed by technical support that a replacement pump with updated software would be sent, along with training accessible in their source account. Instructions for returning the problematic pump and its storage mode were provided, and the customer acknowledged understanding these steps.